Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that there was difficulty in removing the catheter. Upon removal, it was noted that the catheter was entangled and severely kinked. During an ablation procedure, a polaris x was used to treat supraventricular tachycardia (svt). When removing the catheter, it was noted that the catheter was difficult to remove as it became entangled. Upon removal, it was observed that the catheter was severely kinked. The catheter was replaced, and the procedure was completed. There were no patient complications reported as a result of this event. The device was disposed of and will not be returned for analysis.